Event description:
Healthcare professional reported rupture discovered during surgery. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture discovered during surgery. This record is for the right side. Device was explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture was received on october 21, 2024 with lot number 1182334. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure wear abrasion, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.